Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter: 3.2 inr, reference: 2.3 inr, mean: 2.75, confidence limits: 1.7-3.8. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Investigation is pending on returned meter. The results of this investigation and the trending info will be submitted on a follow up report.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.5, lab: 2.3. Pt's therapeutic range is 2.0-3.0. Doctor adjusted coumadin based on inratio inr=3.5 reading and, once they received the lab reading, changed the dosage back.